Event description:
It was reported that 5-6 days post-op of a lap sigma, the pt had an abscess. No further info is available. The device was discarded. The following info was requested: were there any problems firing the device during the initial procedure? Does the surgeon attribute the abscess to the device? How was the abscess detected? What symptoms did the pt present with? What was the location of the abscess? How was the abscess treated? What was the pt's pre-op diagnosis? What is the current status of the pt? What is the pt's age, sex and weight? Response received: as the sigma is one of the contaminated parts of human body, and is therefore per definitionem not free of germs. Therefore, this complaint is not considered to be connected with the used cdh29, and we do not have further info regarding your requests.

Manufacturer narrative:
Eval summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot # for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.